Manufacturer narrative:
(B)(4). The insulin pump was received with "insert new battery" alarm with multiple test batteries. Battery alarm isolated to electrical board 2. Unable to perform the displacement test, active current test, sleep current test and self test due to battery issue. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked case on the battery tube side.

Event description:
Information received by medtronic indicated that the insulin pump was not accepting any batteries and was receiving a failed battery test. The contacts on the battery cap were not missing or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.